Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation, the steerable guide catheter (sgc) would not hold fluid column. Three attempts were performed, and the column would still not hold. The device was not used and replaced to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.